Manufacturer narrative:
A spacelabs field service engineer (fse) evaluated the system and was able to verify the reported problem. It was found that the software had become corrupted. The fse reloaded the software and after observing proper device operation, returned the device to the customer. Although reloading the software resolved the reported issue, the cause of the corrupted software could not be conclusively determined.

Event description:
The customer reported that a xhibit central station was stuck with an error message stating "clinical access default view not found". There was no patient or user harm associated with this event.